Manufacturer narrative:
All operating currents are within specification. No unexpected blank display was noted. The pump passed the functional testing. However, the pump had intermittent button response noted during testing due to a flattened dome switch on the up arrow button, down arrow button, esc and act buttons. The lcd keypad connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons were sticky and customer woke up with the device turned off. Customer's blood glucose was 243 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.